Event description:
The customer reported to philips that this leads ECG trunk cable caused 12-lead ECG signal loss. There was no report of pt impact.

Manufacturer narrative:
The customer reported to philips that this leads ECG trunk cable caused 12-lead ECG signal loss. There was no report of pt impact. Philips sent the customer a replacement ECG leads trunk cable to resolve the issue.